Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. During the investigation, it was verified that the only language options available on the meter were english and spanish. The serial number for the meter on the label did not match the serial number on the customer service mode of the meter. There was no record of tests completed by the customer. Three control tests were run using the returned meter with in-house contour next control solution and in-house contour next test strips, which gave a satisfactory performance. The control readings were properly stored in the meter's memory. The error logbook contained e36 error, which was indicative of meter-pump communication problem. The returned meter was not able to be connected to a reference insulin pump. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The cause of the issue was due to a software error. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) called the customer service to report that their blood glucose readings were not being transferred from the contour next link 2.4 meter to the insulin pump paired with their meter. The customer returned the device for evaluation. During the evaluation of the device, it was determined that the only language options available to be selected from their contour next link 2.4 meter were english and spanish. There was no allegation of an adverse event. A replacement meter kit was sent to the customer.